Event description:
Protective cover for the insertion needle already deployed and therefore unable to use. The dr. Was inserting a dialysis catheter at bedside in pcu. When he had sterile field in place, he picked up needle and found the safety cover already engaged, and could not use this needle. He had to obtain another kit in order to complete the procedure. This is a catheter used for dialysis and was not able to use because it was defective. Patient not harmed. Unable to save the kit for follow-up with the vendor.